Event description:
It was reported that during a surgical procedure at the user facility that the device continues to run after the trigger was released. It was further reported that during equipment testing conducted by a manufacturer service technician that the device displayed a bias current error, signaling that the device could unintentionally activate or run-on. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that during a surgical procedure at the user facility that the device continues to run after the trigger was released. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.